Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found, however blood was present in/on the helix mechanism and helix mechanism (sleeve head).

Event description:
It was reported that the lead capture threshold had increased, and it was switched to unipolar configuration. The lead was explanted and replaced. No patient complications have been reported as a result of this event.